Event description:
It was reported that no image, no light No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section D9. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated KARL STORZ employee.The event is filed under internal KARL STORZ complaint ID: (b)(4).